Event description:
It was reported that during use the bearings in the attachment failed. There was no patient impact or staff impact.

Manufacturer narrative:
H3: evaluation confirmed the reported fault "bearings in attachment failed". The likely cause of the failure is due to a loose bearing at distal. It was also noted that the bearing was corroded and unable to insert testing burr and run the attachment. Tube and base markings are vague. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.